Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The the screw tip of this device is broken off, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, during the femoral stem impaction, the threaded tip of the inserter broke off into the stem where it is retained. Reportedly, the patient is ¿fine¿ and the procedure was completed with the same device, without delay or further complications reported. It was communicated that x-rays were not available. The material composition of the retained threaded tip is 17-4ph stainless steel per provided specification documentation. The externally communicating device is neither manufactured nor intended for implantation and is not approved for long term internal tissue exposure; therefore, long term implantation data is not available. The surgical technique addresses appropriate rigid stem insertion with the threaded inserter using gentle mallet blows along with valgus force to seat the stem. It is necessary to always open the handle before trying to unthread the top pommel. The clinical root cause of the reported event could not be definitively concluded. The patient impact beyond the reported device breakage and retained foreign body within the femoral stem during the tha procedure could not be determined. Although unlikely, the potential for corrosion and local irritation/migration of the threaded inserter tip fragment could not be ruled out. No further medical assessment can be rendered at this time.. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases revealed this event was previously identified, an evaluation was performed and concluded that the occurrence of the described breakages are occurring at an acceptable level; therefore no further action was required. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, an anthology inserter poster hard broke while implanting the femoral stem. Surgery was finished with the same reported device. No delay and no harm to the patient reported.

Event description:
It was reported that, during a thr surgery, an anthology inserter poster hard broke while implanting the femoral stem. The threaded tip was retained in the femur. Procedure continued without any delay. No other complication was mentioned.

Manufacturer narrative:
Internal complaint reference number: (B)(4).